Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing discomfort at the cardiac resynchronization therapy pacemaker (crt-p) implant site approximately one month post-implant. Redness, drainage and pus were observed a few days later. The patient was started on antibiotics with some improvement noted but with continued pus from the pocket. The system was subsequently removed due to infection. No further patient complications have been reported as a result of this event.